Event description:
A copy of the medwatch report from FDA was received, which states "rn (B)(6) new propofol at 0410. Within a half hour, patient became unexpectedly hypotensive with a drop in mean arterial pressure (map) via art line. Rn assessed patient, troubleshooted devices, and paused drips. While propofol channel was paused, rn noticed it was still administering medication to the patient. The infusion rate was programmed correctly reflecting the medication administration record (mar) order. The channel was swapped out and is available for pick-up in picu office 10-415across from bedspace 27. Internal rl# (B)(4)". Bd learned the following information after a site visit: "propofol that infused quicker than expected on a pump module. Patient had significant vital sign changes and patient was hypotensive. It was likely to have been an IV set already in use and the infusion was infusing on its own port. IV set was not saved however, the alaris system devices were sent to clinical engineering. A safety event was submitted for the event. Primary IV set bd alaris pump infusion set 2420-0007, bd extension set smallbore tubing #10015817, ICU medical ref (B)(4) 5-inch monitoring extension set, smiths medical medex ref (B)(4)" bd also learned through due diligence the following information. The patient experienced, "temporary physical harm" that "required transient increase in resp support due to sedation, extubated to nc later that same morning." The patient's outcome was that there was no lasting harm.

Manufacturer narrative:
Omit : e2320 - high blood pressure/ hypertension, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: adverse type, describe event or problem, PMA / 510(k)#, type of reportable events. Additional information: event attributed to, unique device identifier (UDI)#, medical device serial #, device available for eval, returned to manufacturer on, device manufacture date, imdrf annex e, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "rn hung new propofol at 0410. Within a half hour, patient became unexpectedly hypotensive with a drop in mean arterial pressure (map) via art line. Rn assessed patient, troubleshooted devices, and paused drips. While propofol channel was paused, rn noticed it was still administering medication to the patient. The infusion rate was programmed correctly reflecting the medication administration record (mar) order. The channel was swapped out and is available for pick-up in picu office 10-415across from bedspace 27. Internal rl# (B)(4)". There was patient involvement with hypotensive. Bd learned the following information after a site visit: "propofol that infused quicker than expected on a pump module. Patient had significant vital sign changes and patient was hypotensive. It was likely to have been an IV set already in use and the infusion was infusing on its own port. IV set was not saved; however, the alaris system devices were sent to clinical engineering. A safety event was submitted for the event. Primary IV set bd alaris pump infusion set 2420-0007, bd extension set smallbore tubing #10015817, ICU medical ref 42408-11 5-inch monitoring extension set, smiths medical medex ref mx9341l"

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a free flow was not able to be confirmed from the log analysis or replicated during device testing. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly close the administration set safety clamp when the door was opened ¿ the suspect pump module event and error logs were retrieved from the received device to ascertain programming details associated with the reported incident on 04mar2024. Review of the pump module confirmed that no errors were found in the logs or related to the reported event. ¿ the concomitant pcu logs were not provided, due to the absence of the pcu event logs and the limited information available in the pump module logs, it was not possible to determine key details such as the exact drug programmed, its concentration, the total volume infused, or the unit power-off times. ¿ the event log indicated that on 04march2025 at 12:55 am, the suspect pump module was programmed to infuse at a rate of 12.24 ml/h with a volume to be infused of 45 ml. At 4:16 am, the infusion was paused, then resumed at 4:17 am. It was paused again at 4:28 am, restarted and paused once more at 4:44 am, and finally the channel was powered off at 4:46 am. Due to the limited information recorded in the suspect logs, it was not possible to confirm the total volume infused ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. O the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the report of a free flow event was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "rn hung new propofol at 0410. Within a half hour, patient became unexpectedly hypotensive with a drop in mean arterial pressure (map) via art line. Rn assessed patient, troubleshooted devices, and paused drips. While propofol channel was paused, rn noticed it was still administering medication to the patient. The infusion rate was programmed correctly reflecting the medication administration record (mar) order. The channel was swapped out and is available for pick-up in picu office 10-415across from bedspace 27. Internal rl# (B)(4)". Bd learned the following information after a site visit: "propofol that infused quicker than expected on a pump module. Patient had significant vital sign changes and patient was hypotensive. It was likely to have been an IV set already in use and the infusion was infusing on its own port. IV set was not saved however, the alaris system devices were sent to clinical engineering. A safety event was submitted for the event. Primary IV set bd alaris pump infusion set 2420-0007, bd extension set smallbore tubing #10015817, ICU medical ref 42408-11 5-inch monitoring extension set, smiths medical medex ref mx9341l" bd also learned through due diligence the following information. The patient experienced, "temporary physical harm" that "required transient increase in resp support due to sedation, extubated to nc later that same morning." The patient's outcome was that there was no lasting harm.